Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of arthralgia ("joint pain") and myalgia ("muscle pain"). On an unknown date, the patient experienced dizziness ("dizziness"), nausea ("nausea"), irritability ("permanent irritability"), the second episode of arthralgia ("violent knee pain") and headache ("headaches"). The patient was treated with surgery (removal of the tubes and then, for a second intervention, removal of the uterus). Essure was removed. At the time of the report, the pelvic pain and headache outcome was unknown and the myalgia, dizziness, nausea, irritability and the last episode of arthralgia had resolved. The reporter provided no causality assessment for dizziness, headache, irritability, myalgia, nausea, pelvic pain, the first episode of arthralgia and the second episode of arthralgia with essure. The reporter commented: she felt good about everything after the surgeries. She stated that she will file a complaint against bayer because of essure device, mentioning the adverse events on her body. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 31-jan-2019: follow-up information received from attorney: patient¿s date of birth provided; essure was inserted on (B)(6) 2005 and removed on (B)(6) 2017; the patient complained about pelvic pain, joint pain and muscular pain since 2005 with headaches and dizziness; joint pain, pelvic pain and headaches were added as event. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of arthralgia ("joint pain") and myalgia ("muscle pain"). On an unknown date, the patient experienced dizziness ("dizziness"), nausea ("nausea"), irritability ("permanent irritability"), the second episode of arthralgia ("violent knee pain") and headache ("headaches"). The patient was treated with surgery (removal of the tubes and then, for a second intervention, removal of the uterus). Essure was removed. At the time of the report, the pelvic pain and headache outcome was unknown and the myalgia, dizziness, nausea, irritability and the last episode of arthralgia had resolved. The reporter provided no causality assessment for dizziness, headache, irritability, myalgia, nausea, pelvic pain, the first episode of arthralgia and the second episode of arthralgia with essure. The reporter commented: she felt good about everything after the surgeries. She stated that she will file a complaint against bayer because of essure device, mentioning the adverse events on her body. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of arthralgia ("joint pain") and myalgia ("muscle pain"). On an unknown date, the patient experienced dizziness ("dizziness"), nausea ("nausea"), irritability ("permanent irritability"), the second episode of arthralgia ("violent knee pain") and headache ("headaches"). The patient was treated with surgery (removal of the tubes and then, for a second intervention, removal of the uterus). Essure was removed. At the time of the report, the pelvic pain and headache outcome was unknown and the myalgia, dizziness, nausea, irritability and the last episode of arthralgia had resolved. The reporter provided no causality assessment for dizziness, headache, irritability, myalgia, nausea, pelvic pain, the first episode of arthralgia and the second episode of arthralgia with essure. The reporter commented: she felt good about everything after the surgeries. She stated that she will file a complaint against bayer because of essure device, mentioning the adverse events on her body. Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of arthralgia ("joint pain") and myalgia ("muscle pain"). On an unknown date, the patient experienced dizziness ("dizziness"), nausea ("nausea"), irritability ("permanent irritability"), the second episode of arthralgia ("violent knee pain") and headache ("headaches"). The patient was treated with surgery (removal of the tubes and then, for a second intervention, removal of the uterus). Essure was removed. At the time of the report, the pelvic pain and headache outcome was unknown and the myalgia, dizziness, nausea, irritability and the last episode of arthralgia had resolved. The reporter provided no causality assessment for dizziness, headache, irritability, myalgia, nausea, pelvic pain, the first episode of arthralgia and the second episode of arthralgia with essure. The reporter commented: she felt good about everything after the surgeries. She stated that she will file a complaint against bayer because of essure device, mentioning the adverse events on her body. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of arthralgia ("joint pain") and myalgia ("muscle pain"). On an unknown date, the patient experienced dizziness ("dizziness"), nausea ("nausea"), irritability ("permanent irritability"), the second episode of arthralgia ("violent knee pain") and headache ("headaches"). The patient was treated with surgery (removal of the tubes and then, for a second intervention, removal of the uterus). Essure was removed. At the time of the report, the pelvic pain and headache outcome was unknown and the myalgia, dizziness, nausea, irritability and the last episode of arthralgia had resolved. The reporter provided no causality assessment for dizziness, headache, irritability, myalgia, nausea, pelvic pain, the first episode of arthralgia and the second episode of arthralgia with essure. The reporter commented: she felt good about everything after the surgeries. She stated that she will file a complaint against bayer because of essure device, mentioning the adverse events on her body. Device similar incident listing (dsil) comment: the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2019 for the following meddra preferred term: - pelvic pain ¿ the analysis in the global safety database revealed 13.116 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal regard to this meddra pt. Ds . Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: during a cluster reconciliation, and following confirmation from the local health authorities, this case was identified as a duplicate of case (B)(4) and will be deleted from argus. All case information and source documents from has been transferred to the remaining case no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of myalgia ("muscle pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced myalgia (seriousness criteria medically significant and intervention required), dizziness ("dizziness"), nausea ("nausea"), irritability ("permanent irritability") and arthralgia ("violent knee pain"). The patient was treated with surgery (removal of the tubes and then, for a second intervention, removal of the uterus). Essure was removed. At the time of the report, the myalgia, dizziness, nausea, irritability and arthralgia had resolved. The reporter provided no causality assessment for arthralgia, dizziness, irritability, myalgia and nausea with essure. The reporter commented: she felt good about everything after the surgeries. She stated that she will file a complaint against bayer because of essure device, mentioning the adverse events on her body. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pts: myalgia: the analysis revealed 47 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer is not possible. Incident no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.